Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes high ventricular thresholds. During a lead revision, the helix could not be retracted. The physician elected to leave the lead implanted and program the device to aai.